Event description:
Physician reported that their programming handheld works intermittently. Cyberonics representative performed. Troubleshooting and it still would not work. Sometimes it will work if the product is held a certain way and the handheld cord is moved. A replacement handheld was sent to the physician. Product returned and analysis is pending.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.